Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received indicating the device later exhibited high, out of range right ventricular (rv) impedance measurements and oversensing of the minute ventilation sensor on the rv channel. This device is implanted with another manufacturer's rv lead. Technical services (ts) discussed splitting the lead configuration to unipolar pace and bipolar sense. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited high out-of-range pace impedance measurements. Additionally, oversensing of the minute ventilation sensor was observed for approximately one second. At this time, no programming changes were made and the system will continue to be monitored. No adverse patient effects were reported.